Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported by the parent that the pediatric patient was taken to the hospital and their egv was 69 mg/dl and the bg was 268 mg/dl. Of note the patient uses a tandem pump. The patient experienced vomiting, malaise, confusion, and fatigue. Ems was called by the parent. While in the ambulance, the emt the checked the bg but the value was unremembered. Emt gave the patient saline IV. At the hospital, the bg by the nurse was 727 mg/dl while the tandem pump display device showed an x for a failed sensor. The hyperglycemia was treated with IV fluid, saline IV, and insulin. The patient had testing including a1c and ketone test. The patient was hospitalized for 2 days and was doing good at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.